Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was blood at the sensor site. The customer's blood glucose level was 168 mg/l, 56 mg/dl and 208 mg/dl. The customer declined troubleshooting for the issue. The sensor will be returned for analysis.